Manufacturer narrative:
E1: initial reporter facility name - (B)(6) hospital e1: initial reporter address - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a disconnection between the titanium adapter and the transfer set occurred which resulted in a fluid leak and peritonitis. It was not reported if the patient was hospitalized for the event. On an unspecified date, the patient received unspecified antibiotic treatment (dose, route, and frequency not reported) for peritonitis. The patient¿s outcome was not reported. At the time of this report, the patient had stopped pd therapy and was transferred to hemodialysis. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection with the naked eye did not identify any abnormalities that could have contributed to the reported condition. Leak testing, clear passage, and clamp function testing were performed with no issues noted. Integrity of seal surface testing was performed; the transfer set patient adapter was tightened to a laboratory titanium adapter and leak tested with no issues observed. The patient adapter was also disconnected by hand with no issues. The returned sample met specification. The reported condition was not verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.